Event description:
It was reported the patient was feeling nauseous and was vomiting so her friend took her to the hospital and upon arrival she was treated for nausea only. She was later released from the hospital and once she got home her blood glucose reached over 500 mg/dl. She also reported that her pdm would not turn on.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.